Manufacturer narrative:
Correction: 510k number. The actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was then performed, and no leaks were observed from any of the companion samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system solution sets were pierced at the flow regulating roller clamp. This was identified during patient infusion with unspecified chemotherapeutic agent. There was no patient injury or medical intervention associated with this event. No additional information is available.